Event description:
Acl reconstructive surgery was in (B) (6) 2007 and everything was going fine until (B) (6) 2008. She said her knee started to "blow up". It was swollen, very red. In (B) (6), (B) (6), and (B) (6) the doctor tried draining the knee (she also used the word excise). The knee only got worse. He then did an "exploratory surgery" and removed what he described to her as "crystals". Two weeks after that surgery, her knee was still swollen, he drained it again yesterday, to date she's had the knee drained a total of five times.

Manufacturer narrative:
Product recall initiated on 08/21/2007. (B) (4)